Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation determined that the user did not install the isolation transformer. The issue was resolved after the isolation transformer was installed. The customer later emailed and confirmed that the olympus equipment was installed on a boom without an isolation transformer. Additionally, the customer installed an isolation transformer and used it to power on the cv-190 and clv-190 and the image was no longer lost when the cautery unit was activated.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when a cautery unit was activated, the image was lost. There was no patient injury, associated with the problem, reported to olympus.